Manufacturer narrative:
The subject device was not returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device, it was found that the scope detection of the subject device did not work and video connector was broken and could not be connected. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that customer report does not concern the subject device. Therefore, this report is being submitted to retract the MDR on the event.